Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 52 mg/dl at the time of the event. The customer was treated with food. The customer experienced symptoms such as sweating, fatigue, and hands are a little numb. Troubleshooting was performed partially and the customer was using the insulin pump system within 48 hours of the reported low blood glucose event and the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump. The pump will not be returned for analysis.